Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the complaint was dispatched to the field service engineer (fse) department for further investigation. The fse confirmed customer reported error. Fse then performed a sample nozzle to bottom of cup and tube and adjusted it to proper specification. Fse performed calibration, precision and quality control run. The result were within specification and without any errors. Instrument is functioning as intended and was released. A 13 month complaint history review and service history review for similar complaint was performed and there were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and errors messages, states the following: if measurement could not be performed because the concentration of the specimen was high do measurement could not be performed because the concentration of the specimen exceeded the detection limit of the detector. Print and display (rate value): becomes blank. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag): a the most probable cause of the reported issue was due to misaligned specimen nozzle.

Event description:
The customer reported receiving do flag for an undiluted bhcg patient result at 1:5, 1:16, 1:25 and 500 on their aia-900 instrument. The technical support specialist (tss) requested the customer to perform a 1:500 dilution run and report back the results. The customer diluted the patient sample at 1:5, but obtained a do flag, then repeated the patient sample with 1:5 and obtained a result. The customer tried 1:50, 1:16, and 1:500 and obtained do flags, then repeated the run again and obtained a result with 1:50 and 1:500. Customer called back and reported that the error still persisted and request fse for service. There was no indication of any patient intervention or adverse health consequences due to this event.